Manufacturer narrative:
Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a transforaminal lumbar interbody fusion surgery using rhbmp-2/acs on (B)(6) 2010.